Event description:
This report is not tied to a single pt experience. We have had at least 4 instances of staff nurse exposure to dialysis effluent when the crrt effluent drainage bag spout is inadvertently pushed all the way out during an attempted draining. The white spout "button" to press for drainage is not connected to the bag and can easily be pushed too hard, removing it from the spout altogether, resulting in a five liter "spray." This is not an isolated lot number issue, rather, it is an inherent design problem. The spout should not be able to be pushed all the way out the other end.